Event description:
It was reported that there was electrical magnetic interference on both atrial and right ventricular (rv) leads. The leads remain in use. It was also reported by the patient that they felt light headed one day last week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk, implanted: (B)(6) 2011; 6949, implanted: (B)(6) 2005. (B)(4).